Event description:
Territory manager reported via phone call that the customer has not been receiving his supply orders and he was currently using the last infusion set. The customer went to the doctor because of experiencing high blood glucose at 250 mg/dl and had been throwing up for a day. Customer was sent home and advised to check his blood glucose level every 2 hours. The customer's blood glucose went up to 600 mg/dl and the customer was advised to go to the emergency room and the doctor stated he had gone into diabetic ketoacidosis. The customer would be sent emergency supplies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.